Event description:
Resident in vest restraint and side rails was checked by cna at approx 1:30 am. She was sleeping, in good position and dry. At 1:55 am cna went to check another resident and noticed the other resident moved down in bed with legs and buttocks off mattress at end of side rail. Vest restraint was under arms and still secured to bed; the residents arms were raised and there were no pulse or respiration; yet still warm and no cyanosis. CPR initiated, dr called. Dr pronounced pt at 2:15 am. Coroner came and noted no trauma. Dr and family did not want autopsy.